Event description:
It was reported that on the 9800 system the c-arm end of the interconnect cable fell out of the connector. The alignment of the conncector could not be trusted. No pt injury was reported.